Event description:
The pump worked well for about the first week after implant and then on ¿thursday night¿ the patient started to get a horrible headache and spinal fluid leak. The patient went to the hcp (healthcare professional) and was directed to go to the hospital. The patient was leaking spinal fluid out of the back catheter incision and it was ¿literally soaking her¿. The patient had to have another surgery on ¿monday¿ to repair the leak and the catheter. While the patient was under anesthesia, they removed the staples from the pump area, but nothing was changed with the pump. Four to five days prior to this report, the patient had to have a cat scan and they were told that the pump would shut down when she went into a machine like that. They were noticing that the patient was not getting any relief anymore; it hadn¿t worked right since the leak happened. The patient was still in the hospital on the date of this report. The device system was delivering fentanyl. The event outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that the pump had been programmed/updated with the ¿dr. On the phone.¿ the pump was reportedly going to run out of medication on the date of the report, and the reporter had exhausted all means of trying to locate a healthcare provider (hcp) to refill the pump.